Event description:
According to the reporter: the device would not staple and it was impossible to install another sulu inside. The intervention had to be converted to an open surgery.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.